Event description:
The customer obtained a non-reproducible lower than expected vitros valp quality control result (biorad qc fluid l1 = 22.3 vs. An expected result = 33.0 ug/ml)while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to occur with patient samples. The customer stated that there was no report of affected patient samples. There were no allegations of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a lower than expected vitros valp quality control result was obtained while using the vitros 5,1 fs chemistry system. Acceptable qc results were obtained using an alternate set of biorad control fluids. An instrument related issue and/or a reagent related issue could not be ruled out based on the limited information. The root cause of this event is unknown.